Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the sheath had torn off and the tip was too blunt to penetrate. Reportedly, the guidewire cannot be advanced through the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an unsealed product tray containing components such as one peeled sheath, one dilator, one j-tip guidewire with hoop, one port, one straight angled non-coring needle, one vein pick, one needle, one cath-lock and one tunneler. The dilator surface was unclear due to poor quality of photo and sheath was noted to completely peeled. The investigation is inconclusive for the reported dull or blunt, difficult to insert and fracture as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is completed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure it was noted that the sheath torn off and needle could not be inserted. Additionally, guidewire could not be advanced through the sheath. The procedure was completed using another device. There was no reported patient injury.